Manufacturer narrative:
(B)(4). Reference MFR report #: 2937094-2013-01190.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "aiming beam fires straight out of fiber at 9,3634 joules." The procedure was completed using another fiber which the "aiming beam fires straight out of fiber at 139,410 joules." The procedure was completed with a third fiber. Pt outcome: "no pt injury reported." This report is for the second fiber.